Event description:
Customer reported a patient with low blood pressure 61/39 (B) (6) complained the bed was wet on the left side where the heparin was infusing. Nurse observed the fluid backing up and leaking out of a crack in the IV set on the patient's heparin infusion. A new IV set was primed and hung. The patient was given albumin 120 ml for the low blood pressure. The patient's blood pressure returned to normal. No other details about the event or the patient are available. Although it was reported that the patient received albumin 120 ml for a low blood pressure, this not medical intervention related to a leak in the heparin administration set. Event is reportable as a product problem, not serious injury and potential for patient harm is likely if event of a leak were to recur. The IV administration set was not received for investigation because the customer stated the product was discarded. No evaluation will be performed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.